Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200-svc, serial/lot #: (B)(6). Analysis of wr9200-svc, serial/lot #: (B)(6) found patient complaint confirmed. Led#s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient went to charge the implanted neurostimulator and the recharger was charged. They keep it plugged in all the time so it should have been fully charged. When they went to connect all it was doing was three little squares on the top and the flashing light was going from one to the other. It was not solid and it wouldn't charge. The green lights were scrolling when they took it out of the dock. The issue started today. On the call had caller do a hard reset on the recharging device. The lights were still scrolling. A message was sent to the repair department to replace the wireless recharger.